Manufacturer narrative:
(B)(4). The lot was manufactured from 07/18/2014 to 07/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A companion sample was received for evaluation. Visual inspection did not identify any abnormalities and identified the presence of iodine. The pouch of the sample was found to have no flaws or damage. The pouch was pressure tested under water and found no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was dry. This was found by a patient upon opening of the packaging and before use. The reporter stated that the sponge had a ¿brownish color¿, there was no damage to the packaging, and the device had been stored at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.